Event description:
The customer contacted baxter?s technical service center to report a system error (se) 2330 alarm (bag/ fluid is over expected temperature) on a homechoice (hc) machine. The home patient (hp) did not know when the alarm had occurred. The baxter technical service representative (tsr) initiated a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported condition of system error (se) 2330. The reported condition was confirmed during event history log review but was not duplicated during sample evaluation. The assignable cause for the reported problem of se2330 was undetermined. However, contamination was found on the thermo printed circuit board (pcb) and could have contributed to the reported se2330 evaluation by the product analysis lab (pal). Following the evaluation, the device was sent for servicing with instructions to scrap the thermo pcb as a preventative action. Upon further assessment by baxter, system error 2330 has been determined to not cause or contribute to death or serious injury if it were to recur.